Event description:
The customer observed falsely depressed architect stat high sensitive troponin-I results. The customer then ran quality control which was also out of range. After troubleshooting and replacing buffer and removing kinks in the buffer line, quality control was in range and the patients were repeated with higher results. Quality control was in range when ran the previous morning before processing the samples but buffer was added later. The following data was provided: sid (B)(6) initial results 9.4 repeat results 16.0 patient is female. Sid (B)(6) initial results 24.4 repeat results 35.4 patient is male. Sid (B)(6) initial results 28.6 repeat results 48.8 patient is male. Diagnostic cutoff for the males = 34 pg/ml. Diagnostic cutoff for females = 16 pg/ml no impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00234-01 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid's (B)(6).

Event description:
The customer observed falsely depressed architect stat high sensitive troponin-I results. The customer then ran quality control which was also out of range. After troubleshooting and replacing buffer and removing kinks in the buffer line, quality control was in range and the patients were repeated with higher results. Quality control was in range when ran the previous morning before processing the samples but buffer was added later. The following data was provided: sid (B)(6) initial results 9.4 repeat results 16.0 patient is female. Sid (B)(6) initial results 24.4 repeat results 35.4 patient is male. Sid (B)(6) initial results 28.6 repeat results 48.8 patient is male. Diagnostic cutoff for the males = 34 pg/ml diagnostic cutoff for females = 16 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) and the customer troubleshot the architect i2000sr, serial number (B)(6). After troubleshooting and replacing wash buffer and removing kinks in the buffer line, quality control was in range and the patients were repeated with higher results. A review of tracking and trending of the architect i2000sr and the architect concentrated wash buffer, list number 6c54-82 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr and the architect concentrated wash buffer, list number 6c54-82 was identified.